Event description:
One endeavor drug-eluting stent was implanted in the 2nd obtuse marginal. Patient was asymptomatic at 30 day follow up. It is reported that four months post initial stent implant, that the pt suffered an ischemic transitional stroke. Investigator has indicated that event was unrelated to the study stent. Patient was asymptomatic at 6 month follow up.

Manufacturer narrative:
Evaluation codes, results: (stroke).